Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via retrograde approach. The 90% stenosed target lesion was located in a shunt in the moderately tortuous vein anastomosis. After a non-bsc guide wire crossed the lesion, a 5.0 x 40 40cm mustang¿ balloon catheter was advanced for pre-dilatation and device was inflated three times for approximately 13-19 atmospheres. However, during the 3rd inflation at 19 atmospheres for 90 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.